Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specs.

Event description:
The customer stated that she had experienced high blood glucose levels for the past four or five months. The customer stated that she was hospitalized in november, but she did not provide further info. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer declined to conduct the high pressure test. The customer requested a replacement insulin pump. Nothing further was reported.